Event description:
The patient reported, the neurostimulator moved in the pocket ("parallel in the pocket"). The patient also reported, the right leg "went out" and the patient fell. Additional information was requested by medtronic from the health care professional regarding the reported event. The hcp reported worsening of the right arm neuropathic pain and lack of right shoulder neck coverage. The patient was reprogrammed by the manufacturer representative. The neurostimulator is extremely mobile with subsequent pulling on the leads. The patient was referred to a neurosurgeon for a pocket revision and suturing of the device.